Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message associated to the patient circuit during priming and that water was not circulating between the tubings. There was no patient involvement.

Event description:
See initial report

Manufacturer narrative:
H.10: a livanova field service representative was dispatched to the facility to troubleshoot the reported malfunction. The reported issue could be confirmed. The stirrer motor was not running and was difficult to turn by hand. Despite part replacement the error persisted. The processor board was replaced as well and it did not resolve the issue. A distribution board has been placed on order and will be replaced once received. The most likely root cause is a stirrer motor electrical fault which led to the defect on the safety resistors for the stirrer motor on the distribution board.

Manufacturer narrative:
H10: a livanova field service representative returned to the facility to replace also the distribution board ordered. Subsequent functional verification testing was completed without further issues and the unit was returned to service.

Event description:
See initial report.